Event description:
Customer reporte via phone call to have been hospitalized due to dehydration. Customer reported that insulin pump was not turned on while in the hospital and upon leaving the hospital, customer was not able to turn insulin pump back on. Customer was transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.